Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n (B)(4). A visual inspection of the system was performed and found two rear casters were cracked, saline was spilled in pump raceway and seal rocker switch was missing. In addition, the white rollers, spar gasket, ftg ¼ barb ring, and cold well cap gasket were worn and damaged. These types of physical damage observed during visual inspection are unrelated to the reported complaint. A review of the event log was performed and found several tcmid: 02 (ce danfoss error), errors on event log files to have occurred on the reported event date of (B)(6) 2016, thus confirming the reported complaint of the console displaying tcmid: 02. The system failed functional testing. Tcmid:02 (ce danfoss error) errors occurred during the functional test due to defective pic-hsg and danfoss controller; thus confirming the reported complaint. In summary, customer's reported complaint of the system exhibiting tcmid: 02 errors were confirmed through review of the event log and functional test. The root cause was determined due to defective pic-hsg and danfoss controller. After replacing the pic-hsg and danfoss; remedying the reported complaint and allowing the system to function as intended.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The biomed reported that during set-up, thermogard console displayed tcmid: 02 (cooling engine (ce) danfoss error) message. The patient was not hooked up to the device. The biomed did not know what other methods were used to continue with the therapy. No other information was provided. There was no known patient consequences reported.